Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. Correction in the field: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was evaluated a third party, and the customers complaint was not confirmed. Based on the results of the investigation, the root cause of the failure event was not identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head had a completely black image. The event was found during a therapeutic procedure. The procedure was a laparoscopic cholecystectomy. The procedure was completed. There was no delay, and there were no reports of patient harm.

Manufacturer narrative:
(B)(6) user facility captured here due to character limitation in section. The device is not expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.